Event description:
Sorin group received a report that during set-up, the colored cardioplegia clamps were placed on the wrong lines. The product was used. There was no patient issue.

Manufacturer narrative:
Sorin group received a report that during set-up, the colored cardioplegia clamps were placed on the wrong lines. The product was used and there were no patient issues. The involved device was not returned to sorin group USA for evaluation and there was no remaining inventory from this lot number of custom pack. A more recently built pack was pulled for review and this lot (1509900097) was found to have been built correctly. The manufacturing operating procedure for heart lung production requires a tape-down of each line of this print before a shop order is started, as a visual aid. Each line is inspected against these tape-downs to verify that it is an exact representation of the print and the revision being used for the build. In this instance, the tape-down was not followed; this misassembly was due to a manufacturing error. A review of the DHR was able to identify the individuals responsible for building and inspecting this line and pack. The operators were gathered together, the manufacturing print for this catalog number was reviewed, and the possible causes for this misassembly were discussed to ensure that the proper steps needed for this build were clearly understood. Additionally, a complaint awareness notice was issued to the entire production area to sensitize all to this concern. No trend has been identified and therefore no further actions are deemed necessary at this time.

Manufacturer narrative:
There was no patient involvement. Sorin group received a report that during set-up, the colored cardioplegia clamps were placed on the wrong lines. The product was used. There was no patient issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.